Manufacturer narrative:
D4 -UDI no. This product code is not required to be registered with the FDA. The actual device was received by the manufacturing facility and is currently under evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation

Event description:
The user facility reported a fracture on the glidewire gt device. Follow up communication with the user facility confirmed the following information: case: (B)(6); the customer tried to cross the lesion at sss with the actual sample (guidewire gt 12) through a microcatheter but failed; the customer changed the actual sample to a gt 14 but it did not cross the lesion, either; the customer changed the gt 14 back to the actual sample and applied some torque force to it; it was reported that this led the actual sample to become stuck in the microcatheter and finally became fractured in the microcatheter; the fractured segment of the actual sample was suctioned out of the microcatheter and retrieved successfully; there is no remaining segment in the patient; and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The actual sample was visually inspection, the distal segment of the shaft had been fractured. The total length was measured and confirmed to meet manufacturing specification. Magnifying and electron microscopic inspections of the fracture revealed that the urethane outer layer had been flexed with the core wire being exposed at the fracture. The outside diameter of the urethane outer layer was measured on the undamaged segment and confirmed to meet manufacturing specification. The kink resistance of the urethane outer layer was measured on the undamaged segment and confirmed to meet manufacturing specification. The urethane outer layer was melted and removed for closer inspection of the state of the core wire at the fracture. The surface of the fracture cross section of the core wire was found to be in a rough state with the core wire having flexed toward the fracture end. The outside diameter of the core wire was measured on the segment adjacent to the fracture and confirmed to meet manufacturing specification. Simulation testing was conducted on a retention sample. The sample was inserted into the cerebral microcatheter. The wire was trapped, and in this state subjected to some pushing and rotating forces causing the sample to form into a loop shape till it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state was found to be very similar to that of the actual device. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that distal end of the actual device was trapped by a factor, including a stenosed lesion and could not advance any farther. In this state, it was subjected to a pushing force and the shaft became bent. Rotating manipulations of the device led the bent segment of the shaft to form into a loop shape. Excessive pulling force was applied to the actual device, resulting in the reported event. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.